Manufacturer narrative:
08/18/2015 11:40 am (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device fell apart while using on patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 03:04 pm (gmt-5:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The c-ring was cut along the wire that allow the cannula to move up and down it's housing. There were no missing components observed on the c-ring. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut at the base of the c-ring against the non metalic support wire. The analyzed classification of the device was replicated. The analyzed classification was induced by operating the device incorrectly. Therefore, the alleged complaint is confirmed. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw and c-ring cut. The confirmed failure has been investigated in our CAPA system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device fell apart while using on patient. The hospital did not report any patient effects.